Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no definite cause was determined. The patient stated they believed it could be a faulty system, but nothing definite was said. A manufacturer's representative (rep) had the patient turn off the adaptive stimulation capabilities for now. The patient stated they would like to use the adaptive stimulation capabilities rather than changing settings constantly, but the adaptive stimulation remained off for now. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the adaptive stimulation was not changing with the patient¿s position. The patient reported that they met with a manufacturer representative on (B)(6) 2017 and had the adaptive stimulation turned on and had the settings set. The patient reported that they would stand in the upright position and the stimulation would feel like it turned off and then turned back on. The patient reported that all of a sudden, the settings would lower. The patient described it as a flicker. The patient reported that this happened about 15 times on the day of the call. The patient noted that this occurred when the patient had the stimulator set on group a and on group b. It was also noted that the flicker occurred when the patient was still in either a standing or sitting position and it was mentioned that the patient programmer was displaying the correct position but was showing different setting numbers. The patient reported that on group a in the upright position, the programmer showed 1 ¿ 6.80 v, 2 ¿ 3.55 v, 3 ¿ 4.75 v, and 4 ¿ 6.10 v and when it flickered, the settings cut down to half. The patient had a meeting with their manufacturer representative scheduled for (B)(6) 2017. No further complications are anticipated.